Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. The crt-d was explanted.